Manufacturer narrative:
(B)(4). Root cause: the disposable sets were unavailable for specific root cause analysis. Historically, a disposable leak outside the centrifuge can be due to a hole in a component or assembly, an incomplete bond, a welding issue, or a breakage at a tubing bond. This type of failure has not established an associated risk to a pt or donor. This report was filed due to the inability of caridianbct to clarify the medical intervention performed during the event. This report was filed beyond the 30 day time frame due to an internal processing error. A review of similar errors was conducted and corrective action is being implemented to prevent recurrence.

Event description:
The customer reported that no medical intervention was required for this event.patient information: the customer reported two different anticoagulant (ac) line leaks. The other complaint was filed on report # 1722028-2012-00040. The customer provided patient information for both complaints, but did not specify which patient information correlated to which specific ac leak complaint, therefore, information for both patients is included below. Patient ID sex date of birth weightpatent # 1: (B)(6) m (B)(6)1969 (B)(6)patient # 2 (B)(6) m (B)(6) 1945 (B)(6)

Event description:
The customer reported a leak in the anticoagulant line during process. The pt info is not available at this time. The disposable set is not available for return because it was discarded by the customer. This report is being filed due to unspecified medical intervention reported by the initial complainant.

Manufacturer narrative:
(B)(4). Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the leak that the customer experienced.